Event description:
Philips received a complaint on the mrx device indicating that the ECG line is making noise. The case is closed because the customer contacted philips again after the case was opened. There were no more anomalies with the equipment. For this reason, the customer herself asked us to cancel the request for assistance. The device remains at the customer site and no further evaluation is warranted at this time.